Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the shooter of the preloaded intraocular lens (iol) suffered a longitudinal fracture at the front during implantation. It was reported that there was no patient injury. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: jan 2, 2025. Section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint device was received with the plunger rod advanced. Visual inspection revealed that the cartridge tip was cracked and the crack expanded into the cartridge tube. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, revealing no damage or viscoelastic residue. Device assembly was inspected, revealing no issues. Plunger rod advancement was inspected, presenting with no resistance. No lens was received for evaluation. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation. The observed "cartridge crack" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.